Manufacturer narrative:
A review of the device history report (DHR) for lot no. 18d195062 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. For sterilized products, the device history record and the sterilization documents undergo further review prior to release. No product/sample was provided for evaluation. Therefore, a comprehensive investigation was unable to be performed. Linting is a failure of the tendering process, which occurs prior to the conversion and packaging process. During the slitting of the gauze into slit widths, the pinking blades may create short fibers that the vacuum system picks up. If the vacuum is not set strong enough then the fibers may not be picked up. Employees involved with the process to produce this product have been made aware of the reported event and to be on alert for this type of issue. Additionally, examples of this condition were routed to the production floor for review with staff and to reiterate how quality impacts our customers. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states the product is linting and cannot be used.